Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl at the time of the event. The hypoglycemia was treated with glucose tablets and the stated no symptoms. Troubleshooting was performed and found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard auto mode of the insulin pump. The emergency medical service was dispatched to the customer. No further patient complications were reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 1 (B)(6) 2023 in the pump history file. (B)(6) 2023 16:28:00.000 alarm alert notification (40) fault number: low battery alert (104). (B)(6) 2023 01:59:00.000 alarm alert notification (40) fault number: change battery fault (73). (B)(6) 2023 02:30:00.000 alarm alert notification (40) fault number: off no power (11). (B)(6) 2023 02:40:00.000 alarm alert notification (40) fault number: off no power (11). (B)(6) 2023 05:58:17.000 alarm alert notification (40) fault number: batt out limit (6). (B)(6) 2023 14:09:00.000 alarm alert notification (40) fault number: no delivery after estimate zero (8) - during basal. (B)(6) 2023 14:23:00.000 alarm alert notification (40) fault number: no delivery after estimate zero (8) - during basal. (B)(6) 2023 14:26:00.000 alarm alert notification (40) fault number: no delivery after estimate zero (8) - during basal. (B)(6) 2023 06:42:29.000 alarm alert notification (40) fault number: no delivery (7) - during bolus. (B)(6) 2023 06:52:00.000 alarm alert notification (40) fault number: no delivery (7) - during basal. (B)(6) 2023 15:26:47.000 alarm alert notification (40) fault number: no delivery (7) - during bolus. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 1:11:57 am. There was no power data available for the dates of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert, change battery fault (73)/replace battery alert, off no power (11)/replace battery now alarm or batt out limit (6)/power loss alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Batt out limit (6) not confirmed. No delivery after estimate zero (8) not confirmed. No delivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.